Event description:
It was reported by patient's counsel that patient underwent total hip arthroplasty in 2008. Post-op, she has experienced pain, stiffness, and discomfort in the hip and back which radiates into the buttocks and leg. It is unknown whether or not patient has been revised.

Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.

Manufacturer narrative:
This case was reopened on (B)(4) 2017 to enter additional information which was received on (B)(4) 2017. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 54/48 code n on the right side. The patient was revised on (B)(6) 2009 due to pain and elevated metal ions.